Event description:
Keofeed tube inserted on 2/16/93 at 10:30 a.m. Placement verified by ausculatation of air embolus and aspiration of gold colored gastric content. Tube feeding initiated at 11:00 a.m. Of 1/2 strength ensure at 50cc/hr. At 1700, obtained 400 cc residual and tube feeding stopped. Chest x-ray on 2/17/93 showed tube in right lower lobe bronchi. Tube removed on 2/17/93 with another tube inserted. Following removal of 1st keofeed tube, aptient had a pneumothorax requiring chest tube insertion. Suspected weighted tip of tube perforated lung resulting in pneumothorax when tube removed.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.